Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mm x 3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, upon third inflation, it was noted that the balloon ruptured at 10atm within 30 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter city: (B)(6).